Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw head and screw body moved separately when turn/tightened the screw cap. The patient was not impacted, another screw was replaced, no additional treatment is required. This is report 1 of 1 for complaint (B)(4).